Event description:
It was reported that this right atrial (ra) lead had a potential erosion issue. Reportedly, the patient lost weight and the implanted product was sticking out. The health care professional (hcp) was referred to the clinic. All available information indicated that the ra lead remains in service. There were no additional adverse patient effects reported.